Manufacturer narrative:
The operator stated that the barcode label had several void spaces and spots across the label and was generally of poor quality. Barcode label and printout were not provided. The instrument was within qc specifications and no other barcode misreads were reported. On (B)(4) 2010, the fse installed a visible light reader retrograde and verified the barcode read at 100%. The fse verified instrument operation. The checksum feature of the coulter lh 750 hematology analyzer was disabled. The root cause was determined to be the instrument checksum was disabled and the questionable quality of the original specimen barcode label. Per product labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Additionally, bar-code label specifications state that possible misidentification may result if the labels contain spots, voids or ink smearing. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported misidentification of a sample barcode identification number occurred when using a coulter lh 750 hematology analyzer. The misread occurred on the first digit of the pt sample barcode identification number. The sample barcode identification number was rerun on a coulter gen-s system and was read correctly. The operator reprinted the sample barcode and reran the specimen on the coulter lh 750 hematology analyzer. The sample barcode identification number was read correctly. Erroneous results were not reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.